Event description:
The customer called technical support (ts) and reported that the device has a damaged lcd connector on the pm pcba. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10. The removed v680 power management (pm) pcb assembly was returned to the product investigation lab (pi) with the accusation of damaged lcd connector on pm pcba. The fi technician installed the part into a pi ventilator to duplicate the reported issue. Visual inspection of the pm pcba revealed evidence of damage. Tech verified that the power mgt pca j7 is damaged and has been physically removed from the pcba. Due to the damaged unusable j7 on the power mgt pca the connection to j7 could not be made resulting in a dark display with no graphics condition on the display. The pil tech could not determine at what point of the life of the power mgt pca the damage of j7 of the power mgt pca occurred. Due to the damaged/ physically removed j7 on the power mgt pca no further testing will be required. H11. Updated contact information and contact office entity.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Verified ip and confirmed power management printed circuit board assembly board (pm pcba) has the lcd connector damaged. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards.